Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, non-sustained oversensing due to noise on the right ventricular (rv) lead was observed. The system was replaced due to the noise and the patient was in stable condition. Related manufacturer report number: 2938836-2017-31067 and 2938836-2017-31159.

Manufacturer narrative:
Corrected information: describe event or problem.

Event description:
Additional information reported only the right ventricular lead was capped and replaced. The implantable cardioverter defibrillator was electively replaced during procedure.